Event description:
A non-healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, the lens was mounted into the cartridge without any issues and then inserted into the company injector and advanced smoothly. The lens was injected without any complications. However, when the doctor rotated lens to position the haptic, it was observed that the haptic was amputated. The lens was replaced with another of the same diopter. Additional information received stating that patient's outcome was recovered.

Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Solution was dried on the lens. One haptic was broken from the gusset area (not returned). The other haptic was in a folded position adhered to the posterior side of the lens. The optic was cut from edge past center of the lens, typical of insertion and removal. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Information was provided in the file that indicated the use of a non-qualified lens/cartridge combination. The company lens model is only qualified for use in the company cartridges. The associated handpiece and viscoelastic were not provided. It is unknown if qualified products were used. The reported broken haptic was observed. The root cause for the reported complaint is most likely related to a failure to follow the instructions for use (IFU). A non-qualified lens/cartridge combination was used. The company lens model is only qualified for use in the company cartridges. Company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).